Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. System check was performed by tandem technical support and there was no issues identified. Customer¿s blood glucose (bg) was ranging from 161 mg/dl to ¿high¿ (specific value not provided). Customer addressed the elevated bg by a correction bolus via the pump.